Manufacturer narrative:
An eye care practitioner reported that a patient received a sample of the product and upon initial use their eye immediately burned and turned red when lens was inserted. The practitioner indicated that the eye was treated with irrigation and profuse artificial tears. No prescription was provided. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
An eye care practitioner reported that a patient received a sample of the product and upon initial use their eye immediately burned and turned red when lens was inserted. The practitioner indicated that the eye was treated with irrigation and profuse artificial tears. No prescription was provided. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.